Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during use on the homechoice. The patient was connected at the time of the alarm. The patient reported that they had disconnected from the setup and had subsequently reconnected to the setup. The alarm occurred upon reconnection. The patient completed therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.